Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation tests". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/vaginal hysterectomy partial salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, menorrhagia, vaginal haemorrhage and weight increased outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: operations/procedures performed: laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy. Enterocele repair vaginally. Removal of benign one centimeter right vulvar nevus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: plaintiff fact sheet and medical record received. The case was upgraded from non-serious incident to serious incident. Previously reported unspecified event ¿injury¿ was updated to more specified events¿ pelvic pain, abnormal bleeding (general), abnormal bleeding (vaginal/menorrhagia), dyspareunia, weight gain and medical device monitoring error. Patient demographics, essure removal date and reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation tests.". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/vaginal hysterectomy partial salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, dyspareunia, menorrhagia, vaginal haemorrhage and weight increased outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: operations/procedures performed: 1. Laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy. 2. Enterocele repair vaginally. 3. Removal of benign one centimeter right vulvar nevus. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-dec-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation tests." On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/vaginal hysterectomy partial salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, dyspareunia, menorrhagia, vaginal haemorrhage and weight increased outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: operations/procedures performed: 1. Laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy. 2. Enterocele repair vaginally. 3. Removal of benign one centimeter right vulvar nevus. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-dec-2020: pfs received. Event outcome for pelvic pain was updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation tests.". The patient's medical history included asthma, breast cancer, nipple pain, breast induration, breast lump, breast abscess, mental disability, back pain and breathing difficult. Concurrent conditions included paranoid personality disorder, latex allergy and depression. Concomitant products included citalopram, diazepam, hydrocodone and medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy/vaginal hysterectomy partial salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the dyspareunia, genital haemorrhage, menorrhagia and vaginal haemorrhage outcome was unknown and the weight increased was resolving. The reporter considered dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: operations/procedures performed: 1. Laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy. 2. Enterocele repair vaginally. 3. Removal of benign one centimeter right vulvar nevus. Approximate weight at the time of essure placement 121.6 lbs. Essure device #1 deployed on the left and introducer withdrawn, 4 trailing coils noted, essure device #2 deployed on the right and introducer withdrawn, 9 trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Impression: satisfactory microfilament placement with bilateral tubal occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-apr-2021: pfs received. Other relevant history added. Event outcome updated for event- weight gain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.